Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -13.0/1.5/153 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2020 as and exchange lens to resolve low vault. Transient loss of bcva was observed. Lens remains implanted. "A lasik touch up is planned. See MDR # (B)(4) for initial lens.

Manufacturer narrative:
Additional infomation: b5- the reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7 implantable collamer lens of diopter -13.0/1.5/153 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2022 as a replacement lens. Transient loss of bcva was observed. On (B)(6) 2023 lasik was performed and the problem was resolved. Reportedly "patient is happy". The reporter marked the cause of the event as unknown. Claim# (B)(4).

Manufacturer narrative:
B5: corrected to "the reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -13.0/1.5/153 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022 as an exchange lens to resolve low vault. Transient loss of bcva was observed. Lens remains implanted. "A lasik touch up is planned." In the initial MDR. Claim#: (B)(4).